Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement. Impedance measurements were typically in the 1,100 - 1,300 ohm range with the out of range measurement appearing to be isolated. Testing in bipolar configuration yielded acceptable impedance measurements along and lead diagnostics. The configuration was programmed to bipolar. No adverse patient effects were reported.